Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance in making changes to her settings on the insulin pump. Customer was assisted with changing her basal rates and carb ratio and turning off the dual square bolus feature. Customer mentioned that she was having low blood glucose levels last night. Customer stated that she's been off for 6 weeks, so she hasn't been getting up at the time that she usually does. Customer stated that she's been waking up with a blood glucose level of 46 mg/dl for the last 2 weeks.